Event description:
It was reported that the right ventricular (rv) lead may have a possible fracture and there was an elevated short interval counter. It was further indicated that the lead was examined under fluoroscopy and there were no findings. It was noted that the impedance and capture threshold have remained stable and within expected ranges. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Event description:
It was later reported that the rv lead also had loss of capture. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.